Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphoma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "alcl" pathological markers to confirm alcl have not been received.

Event description:
Physician reported an unknown side diagnosis of "alcl." Pathological markers confirming alcl have not been received. Device status is unknown.